Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Only the delivery device subcomponent, 530.552s, was returned for evaluation. The subcomponent (530.552s) of the rapidsorb ips delivery device starter kit, sterile is an instrument and not implanted or explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: oct 25, 2016. Expiration date: jul 31, 2018. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a device malfunction occurred with the rapidsorb delivery device during an initial frontal orbit advancement procedure on (B)(6) 2107. The delivery device (gun) jammed while re-loading the fourth cartridge fastener on the back-table. A new kit and delivery device was retrieved and the procedure was completed successfully using the backup device. A two (2) minute surgical delay occurred due to the reported event. There was no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. After subsequent review of the complaint, it was identified that the event did not meet the threshold for reportability. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017: the information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. After subsequent review of the complaint, it was identified that the event did not meet the threshold for reportability.

Manufacturer narrative:
Device previously reported as returned; added date subcomponent device was received. A product development evaluation was completed: upon investigation, a segment of polymer was found to be obstructing the polymer pathway and led to the mechanical jam when the push rod was advanced during the reloading process. It was observed that the push rod was retracted back. Upon inspection of the polymer insertion port, the push rod can be visibility in the polymer port. Tactile testing confirmed that the push rod could not be advanced further. The push rod was then retracted back and implant polymer material could be seen. Upon inspection of the polymer insertion port using a vision system and probe, confirmation of the presence of the polymer could be seen in the polymer pathway after the push rod was retracted. The push rod was then gently advanced back to the as received position and the ips disposable shell was disassembled. Upon removal of the push rod cover, a segment of polymer material can be visibility seen blocking the polymer pathway with the push rod in contact with it. This segment of polymer which is blocking the push rod from advancing is the root cause of the jam. This polymer segment adhered to the push rod during retraction and then solidified in the cooler area of the polymer pathway causing the mechanical jam during the reloading process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.